Event description:
The customer reported that the defibrillator will freeze when used with a certain battery. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation.